Manufacturer narrative:
As reported, the used/damaged 3.4mm x 130mm suture hook, straight was discarded at the user facility and will not be returned for evaluation. A photo was provided and this confirmed the reported breakage. However, without the actual product, an evaluation could not be performed and the root cause of the reported suture hook breakage was not able to be determined. Based on available information and evaluation of similar complaints, the most likely cause of the reported breakage was use related due to the age of the device and/or excessive force being applied to the tip of the suture hook while in use. This lot #658039 was manufactured on 05-jun-2015. A review of the device history record for this lot found no noted discrepancies during the manufacturing process that could have could or contributed to the reported "tip breakage". There was no other similar complaint received for this item and lot number combination. (B)(4). In this instance the device has been in use for approximately 10 months since the purchased date of 28-jul-2015. Additionally, the suture hook is a limited reuse device (5 procedures) and the number of uses was not provided from the customer. Over extended use, wear and damage can occur to this instrument causing it to break and/or not to function at its optimum. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings & precautions: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. Device was discarded at user facility.

Event description:
The user facility reported that during use of this 3.4mm x 130mm suture hook, straight in a right shoulder arthroscopic anterior labral repair and capsular shift procedure, the tip of the suture hook broke off as it was being passed around labral and capsular tissue. The broken tip was immediately removed although the surgeon reported that removal of the broken tip was technically difficult and required a creation of an extra arthroscopic portal. Other than a 30-minute delay, the procedure was otherwise completed with no further complications or serious adverse effect to the patient. To date, there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred.